Manufacturer narrative:
The device was received with battery voltage in normal range. Electrical and mechanical tests indicated normal device functionality. Output verification and capture tests were performed with normal results. There were no device anomalies found that would have contributed to the output issues reported from the field. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported event of an output anomaly was not confirmed.

Manufacturer narrative:
Upon receipt, the device was received with battery voltage in normal range. Electrical and mechanical tests indicated normal device functionality. Output verification, capture, and atrioventricular (av) delay tests were performed with normal results. The reported event of an av-timing anomaly was not confirmed. Additional tests were performed on the device, which revealed unstable max track rate condition occurred, consistent with an integrated circuit anomaly on the hybrid circuitry.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
After leaving the procedure room, the device was interrogated and displayed a marker diagnostic anomaly. Technical support was contacted and provided reprogramming suggestions but the event was not resolved. The device was explanted and replaced. The patient was stable and will continue to be monitored.